Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction- b1, h1: physical examination and testing of the returned device revealed no visible damage, and the balloon was inflated and deflated with no anomalies observed. There is no evidence to suggest that the observed device findings would be likely to cause or contribute to a death or a serious injury. Furthermore, there is no evidence that the device caused or contributed to a serious injury or death in this event. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an advance 14 lp low profile balloon catheter ruptured during an unspecified procedure. Ipsilateral approach was gained from the right popliteal artery to treat below the knee. The lesion was 90% occluded, and there was calcification reported. Upon inflation to 10 atmospheres for roughly 10 seconds for each inflation, the balloon ruptured. The balloon was removed, and another manufacturer's device was used to complete the procedure. No adverse effects have been reported as a result of this occurrence.